Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a sudden increase in right ventricular (rv) lead pacing impedances with measurements greater than 2000 ohms. Since then the impedances have continued to increase but at a slower pace. Associated with this was an increase in thresholds and decrease in amplitudes. There was no evidence of oversensing. As of today the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that although impedance measurements remain out of range, the lead measurements have stabilized. Boston scientific technical services (ts) suspects that the clinical observations are related to lead tip/tissue interface and not an indication of lead fracture.